Event description:
The generator was received by the manufacturer. Analysis is currently underway. No other relevant information has been received to date.

Event description:
It was reported that the patient's generator was noted to have depleted within 3.3 years of implant. It was noted that the generator would be disabled (for an unknown reason) and after such turndowns, when the stimulator was turned on again, the battery level was higher than before it was turned off. The facility would like to know if this generator is afflicted by an associated field action. No data was available in order to perform a battery life calculation. The suspect device was noted to be replaced. The suspect product has not been received by the manufacturer to date. No other relevant information has been received to date.

Event description:
Later, product analysis was completed on the generator. No anomalies were detected. No other relevant information has been received to date.